Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose level was 155-240 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.